Event description:
The customer states that the clutch did not activate on codman disposable perforator 14mm whilst performing burr hole operation on patient. The air drill was used with the perforator and there were no adverse consequences to the patient.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. No anomalies were observed other than organic matter on the product. Test performed and the unit was found to performed as intended. Unit completed testing (5 holes) and was found to performed as intended. Complaint could not be verified as the unit was found to meet all acceptance criteria. A review of quality records was conducted and prior to distribution. This device met all manufacturing and quality testing inspection specifications.

Event description:
N/a.